Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functionality testing. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As rec'd, there was no evidence of visible damage to the cables, but the belt failed incoming testing. Upon eval, there was an open white pulse wire in the trunk cable. The cause for the failure was isolated to an open white pulse wire in the trunk cable. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.